Event description:
It was reported that this right ventricular (rv) lead was implanted. Overnight, before discharge, the patient dislodged this lead. The following day, the lead was successfully repositioned. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.